Manufacturer narrative:
Additional information: describe event or problem, implant date, concomitant medical products. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Furthermore, the lead had elevated thresholds and the patient's implantable pulse generator (ipg) had premature battery depletion. The lead was capped and replaced. The device was replaced at the same time as the lead revision. Additionally, the lead had a plausible breach. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: lnq11 icm, implanted (B)(6) (B)(6) 2015; addrl1 ipg, (B)(6) 2012. (B)(4).

Event description:
It was reported that the impedance in the right ventricular (rv) lead was dropping. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.